Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0272278. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the tubing clamp on the bd pegasus¿ safety closed IV catheter system fell onto the patient's bed during a ward inspection. The following information was provided by the initial reporter, translated from chinese to english: "on the afternoon of (B)(6) 2021, the patient was indwelling a closed anti-needle puncture vein needle under aseptic operation, and the tube was sealed with normal saline after intravenous infusion of anti-inflammatory drugs. On (B)(6) the nurses in ward 16 found that the sealing clamp of the venous indwelling needle around the forearm of the patient fell on the bed when they were inspecting the ward. As a result, the blood coagulation could not be used, so they immediately removed the indwelling needle and replaced it with a new one."

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0272278. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the tubing clamp on the bd pegasus¿ safety closed IV catheter system fell onto the patient's bed during a ward inspection. The following information was provided by the initial reporter, translated from (B)(6) to english: "on the afternoon of (B)(6) 2021, the patient was indwelling a closed anti-needle puncture vein needle under aseptic operation, and the tube was sealed with normal saline after intravenous infusion of anti-inflammatory drugs. On (B)(6), the nurses in ward 16 found that the sealing clamp of the venous indwelling needle around the forearm of the patient fell on the bed when they were inspecting the ward. As a result, the blood coagulation could not be used, so they immediately removed the indwelling needle and replaced it with a new one."